Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative replaced two nonconforming hard disk drives in the host module to resolve the issue. The system was then tested and met product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming hard disk drives in the host module the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the system froze with no system message displayed following a vitreo-retinal procedure. There was no patient involvement.